Event description:
The patient¿s blood glucose levels reach 16 mmol/l (288 mg/dl) whilst wearing the pod between 5 and 24 hours on the abdomen. The patient reported that the pod was leaking insulin and that they had experienced this issue across multiple pods. The affected pod was removed, and a new pod was applied. In addition, it was reported that the patient had noticed scars at multiple unspecified infusion sites. The patient was advised on scar prevention techniques, such as infusion site rotation and gentle removal of pods. The patient declined to return the pod to insulet for further investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.